Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, concomitant product evaluation and system risk analysis (sra). Per the supplier, all process specifications were met before the release of the product. Trending analysis by lot number was reviewed from 03/12/2016 to 09/08/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. It is unlikely there was an issue with the concomitant sterrad 100s since the cycle did not cancel and customer stated that the ci strip from same lot passed in another cycle. There is insufficient information to determine an assignable cause since the ci strip was not available for return. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100_90. Lot number - the correct lot number is 096611-02. Exp date - the correct expiration date is 10/31/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.